Event description:
Patient was revised to address dislocation. It was reported that the patient felt her knee "pop" during physician therapy approximately 2 weeks post-op.

Manufacturer narrative:
Examination was not possible, as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Although the exact root cause could not be determined, information provided in the initial report suggests that the implant design chosen for the initial surgery did not achieve the desired results. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.